Event description:
It was reported that the tip of the instrument was broken during use. The tip remained in the disc space but the surgeon was able to retrieve the tip. No pt complications were reported.

Manufacturer narrative:
(B)(4): optical inspection reveals the dynamic jaw is broken at the pivot pin interface with the lower jaw. The location, and amount of force required in order to induce fracture of the jaw is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.